Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was defective. There was no audible sound. The customer stated the issue was identified during the daily morning check. No adverse event was reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #: (B)(6). E1: reporter phone#: (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed that the speaker required replacement. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.